Event description:
Additional information received reported that the patient had both implantable neurostimulators (ins) explanted and replaced. If additional information is received, a follow up report will be sent.

Event description:
Further follow up information obtained reported that the patient was in and out of emergency rooms (after the implantable neurostimulator battery died and before it was replaced) where it was determined that the patient had a 'withdrawal' problem. The replacement surgery was then moved up to (B)(6) 2012 from the planned date of (B)(6) 2012. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-10866 for subsequent therapy issue.

Event description:
It was reported that the patient had a loss of therapeutic effect. It was not clear on what side she was having a return of tremor or shaking. The patient indicated it had started about an hour ago. It was also reported that one of the devices showed only the 9 volt battery light and the other showed all three lights. The patient was transferred to her physician. Additional information received reported that the patient was receiving assistance from her physician and her concerns were resolved as the patient had an original appointment date with the surgeon's office on (B)(6). It was also reported that the patient was still having concerns regarding her device or therapy, but she was working with her physician or manufacturer representative, as her appointment had been moved up to (B)(6). It was noted that the original battery was replaced on (B)(6) 2011 and confirmed dead in (B)(6) 2012. The patient also saw her physician on (B)(6) 2012. Patient outcome was not provided as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0217159v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot# j0230891v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
Additional information received reported the patient thought she was going through withdrawal prior to her replacement procedure but according to her physician she was "just nauseous from having a dead battery."